Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. The rep was inquiring information about capping the lead after removing the ins. Additional information was received from the rep on (B)(6) 2017. The rep stated that there was no patient therapy issue. The device was not helping the patient¿s pain so they wanted the device removed. The patient wanted the lead to be left in as the market is changing and in the future should new technology come out the lead will already be in place. The ins would not be returned for analysis. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the ins would not be returned because it was discarded by the customer. It was unknown when the device began to not help with the patient's pain. No further complications were reported.